Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported impact to the customer¿s blood glucose. The customer reported tandem clinical diabetes specialist reviewed the pump data logs and was unable to confirm the reported battery issue. The customer declined troubleshooting with tandem technical support for the reported issue.